Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient developed a post operative skin flap infection. It was reported that skin flap revision surgery occurred on the following dates: (B)(6) 2008, (B)(6) 2009, (B)(6) 2009, and (B)(6) 2010. It was also reported that the patient was treated with IV antibiotics (vancomycin) on (B)(6) 2009. The device was explanted on (B)(6) 2010 due to infection around the implant site. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is filed (B)(4) 2012.